Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield were returned. The thermistor was submerged in a 37.1c water bath and read 37.1c on vigilance ii monitor. The catheter ran cco in 37.1 c water bath on vigilance I and vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuits were continuous and there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was within specifications measuring 37.96 ohms. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed on the catheter body or returned syringe. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of inaccurate values could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that inaccurate cci value was observed during use. The indicated cci value was 7 - 8 liters or sometimes no value was indicated on the monitor. The customer commented that there seemed to be no problem with the cedv monitor. The sales representative commented that since the patient had ventricular septal perforation (vsp), cci value would have been lower than the normal value range of 2.5 - 4.0 liters. The sales representative also commented that since cci value was inaccurate, it was likely that cco value was also inaccurate. It is unknown if an error message was observed or not. There was no occlusion, kink, or leakage observed with the catheter. The sample of tracing was not available. No patient complications or injury was reported.